Event description:
On 03/10/2009, a terumo cardiovascular sales rep was notified by a user facility that the flexible pvc tubing (recirculation line) that is attached to a connector device was not correctly affixed to the connector. The user facility reported that the tubing did not appear to be inserted far enough over the barbed ports to accommodate a sufficient connection between the tubing and the ports. The user facility reports that the event occurred during surgery and that the component(s) was (were) replaced and the surgery was completed without further incident. The pt was reported to have lost a few drops of blood; otherwise the pt did not experience a negative outcome as a result of the incident. Note: the connector and tubing that are referenced in this event are components that are included in a convenience kit identified as a cardiovascular procedure kit.

Manufacturer narrative:
The user facility reported that the tubing that is used in a recirculation line coming from an oxygenator would not remain sufficiently affixed to the connector to which it was attached. Despite a request to have the subject articles returned to terumo for further analysis, the bypass circuit was discarded at the user facility. Because the subject device was discarded, terumo furthered the investigation by reviewing photographs of the suspect device that were provided by the user facility - thus, terumo references method (other) as a primary means for conducting the investigation. The results of the photograph analysis were inconclusive as the positioning of the tubing could not be definitively ascertained in the photographs - and also because the tubing was reportedly manipulated during and after the procedure. Terumo does, however, suspect that the tubing may not have been sufficiently affixed to the connector - as reported by the user facility. Based upon the method of investigation and the inconclusive nature of the results, terumo's conclusions are that no definite conclusion can be drawn - and that the suspect device was discarded and the MFR could not complete an adequate f/u. If add'l info is obtained by terumo that would impact the responses provided herewith, the FDA will be notified via a f/u report.